Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-april-2024, it was reported by the patient mother that infusion set are bend at the base within half day of use. High blood glucose level was 300 mg/dl. No further information was available.